Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump "failed" and stopped delivering insulin. Subsequently, the customer went to the emergency room (ER) due to a blood glucose (bg) level of over 400 mg/dl and an unspecified level of ketones. As no identifying information was provided to tandem technical support, no follow up attempts were able to be made. No additional information was available.